Event description:
Customer reported that when priming his insulin pump, sometimes insulin will barely come out and other times it would squirt out a lot. The device never used to do that. The screen is also scratched. Customer keeps the device in his pocket with loose change and screws. The battery life does not last as long as it used to. Customer's blood glucose is 140 mg/dl. The battery life is lasting less than a week. The battery cap is not damaged, but there is a mark where the battery connects to the cap. During troubleshooting, customer received a failed battery test alarm. Customer declined further troubleshooting because the device is being replaced due to the scratched screen. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.